Event description:
During a post-op visit conducted on (B)(6) 2012, x-rays discovered a solanas screw located in the patients thoracic vertebrae (t1) had fractured mid-way of the threaded shaft. The solanas fixation system was implanted on (B)(6) 2012.

Manufacturer narrative:
No evaluation possible. The suspect device has not been removed from the patient nor has the identifying part or lot numbers been provided. Upon receipt of additional information and/or the device in question a follow-up submission will be provided. The solanas posterior stabilization system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas posterior stabilization system can be linked to the components in the zodiac polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from surgical grade titanium alloy ((B)(4)) with an electrolytic conversion coating. All hooks components are intended for fixation/attachment to the cervical spine only (c1-c7). Pedicle screws and offset connectors are limited to fixation to the upper thoracic spine only (t1-t3) in treating thoracic conditions only. These screws and offset connectors are not intended for placement in the cervical spine. It is intended that the implants be removed after successful fusion.